Manufacturer narrative:
Little info has been supplied on the event. If additional info is obtained, a supplement report will be filed as appropriate.

Event description:
The surgeon reported that he had to revise a cmc joint with a new implant.